Manufacturer narrative:
Investigation pending.

Event description:
The customer alleged a variance between the inratio inr results. On (B)(6) 2015, the customer received a 3.5 inr result on his inratio device, which was in his therapeutic range of 2.5 - 3.5. On (B)(6) 2015, the customer tested six (6) different times on the inratio device and received six (6) unexpected high results. The results were 7.1, 4.8, 6.5, 6.7 and 5.9. All the testing was performed within one (1) hour. The customer used three (3) fingers for the six (6) tests, performed multiple finger sticks on the same finger, used one finger stick for multiple tests, added multiple of drops of blood to the testing strip and touched his finger to the sample well. All of these are considered to be improper techniques when performing the inratio test. In addition, the customer reported that he was anemic, but no hematocrit result was available at the time. There was no reported adverse patient sequela. There was no additional information provided.

Manufacturer narrative:
Investigation/conclusion: the customer did not provide any laboratory reference values for comparison. The accuracy of the inratio results could not be determined without this information. It is indicated that the product is not returning for evaluation. Since the product associated with the complaint was not returned, a review of in-house testing data was performed. The retain strip testing results met both accuracy and repeatability criteria. The product performed as expected and no product deficiencies were observed. The manufacturing records for the lot were reviewed and the lot met release specifications. Although improper techniques were identified in the complaint, a root cause could not be determined from the information provided by the customer. Based on the information available, there is no indication of a product deficiency and no corrective action is required.